Event description:
It was reported that water leaked from the balloon.

Manufacturer narrative:
The reported event was confirmed, however the cause cannot be determined. Received a silicone catheter and the sample leaked from the eyelets when tested, indicating lumen to lumen leakage. The damages/perforations on the catheter bonding and suction control were not allowed. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water. Additionally, the catheter balloon was dissected and it was noted that the inflation notch penetrated both lumens. Active length of balloon 0.7080 inches using a 14fr caliper. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only." Correction: d4.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon.